Manufacturer narrative:
A1-a5 patient information was not provided. H11: livanova field service technician dispatched on site for inspection confirmed the issue and found the knob had a loose screw. The screw was tightened, functional checks were carried out and passed successfully, therefore, the unit was put back into regular service. Complaints database review revealed that no further similar event has been reported for this unit since its installation in 2016. No concerning trend related to reported failure mode was detected. Based on investigation findings, the root cause of the issue has been traced back to a loose screw, likely due to repetitive stresses on the knob. The wearing of electro-mechanical devices can be originated by the specific use condition at customer site that may have contributed to the event, such as movements or liquids penetration. No other specific action was currently deemed necessary, livanova maintains and documents periodic customer events monitoring process in order to evaluate actions for products improvement.

Event description:
Livanova deutschland received a report that the knob of an arterial pump of an s5 heart-lung machine (hlm) turned inconsistently. There is no report of any patient injury.